Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid-left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was fine.